Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the vessel sealer extend instrument malfunctioned and would not seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: she spoke to the staff that was working on that case and they said the vessel sealer extend instrument never worked. When it was placed into the robot arm, an error message came up and the vessel sealer extend instrument did not function. The vessel sealer extend instrument was then placed into a different robot arm and the error message still occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis could not verify the external event. The instrument was returned with 1 life remaining. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument failed self-test. A dislodged blade was observed and was manually retracted. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Grip force test results provided the following values straight (7.83); pitch (7.45); and yaw (7.75). Additional observations not reported by site was that based on log review of remotefe and dsp logs, the instrument was found to have multiple homing failures during initialization, error code 22026. The instrument was placed on an in-house system and failed initialization. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.101". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A review of remotefe log did not show any blade jammed failures. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument likely failed initialization due to the dislodged blade. The instrument was found to have 1 dislodged ceramic dot on the grip tips. The dislodged ceramic dot was not returned with the instrument. Root cause of this failure is typically attributed the misuse/mishandling.